Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that out of 55 radio-frequency ablation cases of the great saphenous vein (gsv), physician has observed 7 cases of endothermal heat induced thrombosis (ehit) - class 1. All 7 procedures were completed using this generator and cf7-7-60 closurefast catheters. No individual patient information available as these incidents were not reported as they happened but provided in the form of a statement made by the physician. These procedures were carried out within the last 3 months. No catheter lot numbers available. All patients who were observed to have ehit were treated with lovenox (anticoagulant medication) and/or xyralto (anticoagulant medication). All patients are reported to be fine.

Manufacturer narrative:
Updated information received 23-jan-18 correction to number of patients involved from 7 to 10 patients who developed ehit. Event date of this event: (B)(6) 2017 new info - patient demographics and procedural info provided: sex: male bmi: 23 patient had treatment of left leg with the catheter- sfj distance of 3.0cm. The diameter pre rfa was 7.7mm sfj, 14.5 prox thigh <(>&<)> 14mm mid thigh. A total of 42cm was treated. Patient developed ehit - described by the physician as 'loosely attached in gsv not extending'. If information is provided in the future, a supplemental report will be issued.